Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation excluded reagent issues as there were no further questionable results reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the module and found the reagent probe clogged. He then replaced and adjusted the reagent probe. He also checked the gear pump pressure and water volume of the rinse unit. He confirmed the module and assay were again performing within specifications. Product labeling states "daily maintenance cleaning sample probe, reagent probes, ise probe and ise sipper nozzle - use a new lint-free gauze pad for each probe to prevent cross contamination." The investigation determined the event was caused by a component malfunction. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable lipase results from multiple patient samples tested on the cobas 6000 c501 module. The reporter was able to provide one patient sample with a questionable result: the initial result was not reported outside of the laboratory. The reporter stated that the initial result did not pass the internal validation process prompting the rerun of the patient sample. The initial result was 169 u/l. The repeat result was 59 u/l. The reporter stated that the lipase qc was also too high and they could not exclude that other questionable results may have been reported outside the laboratory.